Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. While the power of the unit was not faulty, the screen would not turn out due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit could not be powered up during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply and front panel display issues were likely caused by a failure of the printed circuit board. However, a specific cause of the printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.